Event description:
It was reported that a malfunction alarm occurred, causing the blood glucose level to read "high," although the specific value was unknown. No details were provided to address the bg value. A replacement pump was provided.